Event description:
It was reported to philips that, during a surgical procedure, the patient table unlocked and the tabletop slid toward the c-arm after a table position error. The patient's head subsequently collided with the c-arm. The system was in clinical use when the issue occurred. Harm was reported; however, the patient did not require medical intervention. An investigation into this complaint has been initiated by philips.